Event description:
It was reported that medfusion 4000 pump broken flange and travel course error. No patient injury reported.

Manufacturer narrative:
Other, other text: additional information was received and b5 was updated.

Event description:
Additional information was received on 19 may 2022, report issue was found during user inspection.

Manufacturer narrative:
H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing the tamper seal. Error was found in the device ehl (event history log) multiple times. The customer stated problem was duplicated. Pump been dropped or mishandled by customer. Combination of lead screw and clutch halves were found slipping due to normal wear. Replaced ear clip. Replaced lead screw and both clutch halves. Upgraded software. The cause of the reported problem was traced to the user manipulation of the device. A DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records., corrected data: d4: correction: model number: 4000